Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels between 20 and 400 mg/dl with frequent urination and increased thirst during elevations. The patient reported the issue occurred one year ago and the pump was not working correctly at that time; the patient reported discontinuing the pump since. The patient confirmed that no issues with the sites or air bubbles were noted. The pump delivery history was reviewed and customer support advised the patient that the history indicated that the pump appeared to be delivering as intended.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values and showed that the pump was delivering accurately up to the last date used by the patient. A review of the black box and alarm history showed no errors or alarms related to the complaint. There were no basal interruptions observed in the black box. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.